Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was 126 mg/dl. Customer states insulin pump had damage on battery compartment and insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.